Event description:
It was reported that the 9800 system had grainy images. No pt was injured during this issue.

Manufacturer narrative:
The service rep replaced the system interface pcb and reloaded the calibrations files. The system operates as intended.